Event description:
It was reported that a male patient experienced non-union and underwent revision on (B)(6) 2015. A male patient experienced an open fracture of the right distal tibia and fibula and was spanned with a distal fibula external fixation on (B)(6) 2014. On (B)(6) 2014, a medial tibia plate was applied. On (B)(6) 2015, the patient underwent explant of the following parts due to a non-union of the right distal tibia: eight 3.5 millimeter (mm) locking screws, self-tapping; two 3.5mm cortex screws, self-tapping; and one 3.5mm medial distal tibia plate. All parts were noted to be intact; there were no breakages. The patient was successfully fixated with an 8mm/360mm tibia ex nail. The patient was reported as doing well. This report is 11 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient date of birth not reported. Unknown when non-union began. This report is for one unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.